Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touchpanel did not work. The coin battery voltage was 1.44v. The main control board and coin battery were both replaced, which resolved the reported issue. No pt involvement reported.